Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged ac power charger issue could not be verified as the device was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose level was 190 mg/dl. Reportedly, the customer will continue to use the pump for continued insulin therapy.